Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that a syringe 1.0ml 31ga 8mm ufii 10bag 500cs broke at the cannula during use. The following was reported by the initial reporter: it was reported that the needle is tilted and the bent needles hurt. Also, the tip of the needle broke off into the insulin vial. This pr was opened to capture the returned product. Verbatim: consumer reported finding when removing needle shields the needle is tilted last 4 bags. Consumer reported if he used the bent needles they hurt. So does not use them. Consumer reported 1 of the bent needles he placed in his insulin vial and the tip broke off lot # 9343403 catalog# 328468 date of event unknown past 2 months sample status awaiting sample - informed this consumer no replacement coupon. Advised consumer of our outside legal counsel for all prior contacts request of vouchers.